Event description:
A patient was undergoing surgery for a battery replacement and high impedance was observed once the new generator was connected to the lead. The generator was tested with the test resistor and high impedance was still observed so the surgeon decided to use a backup generator and the impedance was within normal limits. The suspect generator was received but product analysis is still underway. Internal data from the generator received and reviewed. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.566 volts, and the memory locations on the generator indicated that 2.390% of the battery had been consumed. No burred or stripped threads were observed on the setscrew or the negative connector block of the pulse generator. The septum was not cored, but shows damage on the underneath side, indicating the setscrew was extracted up into the septum. No burred or stripped threads were observed on the setscrew or the negative connector block of the pulse generator. The septum was not cored, but shows damage on the underneath side, indicating the setscrew was extracted up into the septum. The in-line test resistor was aligned into the negative connector block based on the setscrew indention marks. The x-ray shows that the in-line test resistor does not go past the negative connector block and there in no compression to the canted spring of the positive connector block. The returned in-line test resistor not being fully inserted (not connecting to the positive output terminal resulting in erroneous impedance values) may have been the contributing factor for the reported allegations of ¿high impedance suspected generator issue¿. There were no performance, or any other type of adverse conditions found with the pulse generator.